Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained motor errors. The customer's blood glucose value was unknown. Customer reported that insulin pump has rejected brand new battery loud and was slow during rewind along with unexplained no insulin delivery alarms. Customer reported that insulin pump does not alert when battery or reservoir was low and also reported that buttons were unresponsive and need to be pressed a few times to get them to work, insulin pump has lost setting during battery change. The device will not be returned for analysis.